Manufacturer narrative:
Reported event: an event regarding arm vibration during reaming/impaction, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history review: a review of the DHR associated with rio 163 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were only 6 other reported events (B)(4). Conclusion: the session data from the case was reviewed. An analysis of the lift mechanism, velocity traps, and mics errors was completed. The data shows occurrences of enabling/disabling of the haptic and the presence of a velocity trap during reaming and impaction, this could be an indication of vibration. It was noted by the mps that the pelvic array was loose, which has the potential to cause vibrations in the arm, due to the haptic adjusting to unstable movements in the array. The data at this time shows the rio operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case the rio arm experienced severe vibration during reaming and cup impaction. The case was successfully completed with a 4 min delay and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case the rio arm experienced severe vibration during reaming and cup impaction. The case was successfully completed with a 4 min delay and there was no harm to the patient.